Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient making a mistake and touch contamination. It was also reported that the cats sleep with the patient and this was also reported to be the cause of peritonitis. The patient was hospitalized for the peritonitis event. Treatment information was not reported. The patient was discharged from the hospital after seven days. On an unreported date, the patient was recovered from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.